Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty twisting a luer connector onto the ilet, which prevented normal installation until an alternate lot of connectors was used, after which the connector attached and insulin delivery resumed without issue. Symptoms included no injury or adverse clinical effects. Outcomes included successful troubleshooting and restoration of therapy with replacement supplies arranged. Investigation included remote troubleshooting and evaluation through substitution with a different lot. Investigation of this case revealed that the issue was limited to specific luer connectors that did not thread properly, while connectors from another lot functioned as intended, indicating a component fit or threading issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component manufacturing or dimensional variation leading to difficulty attaching the connector.